Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device alarmed and its lcd touchscreen became unresponsive during use. When asked for additional information about the event, the reporter advised that the device was "stuck on service screen". There was patient involvement associated with the reported issue. The initial reporter confirmed that there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has made multiple attempts to contact the reporter in order to obtain additional information about the event; however; no response has been received.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the lcd touchscreen unresponsive was confirmed, it was observed that the screen had physical damage (cracked). The initial reporter had advised that an alarm occurred during the event, but did not advice what the alarm was for. Upon the review of the system logs ventec observed that the device had logged an alarm for patient circuit disconnect. The patient circuit disconnect alarm will alarm when the patient circuit becomes disconnected. However, during testing no issues were observed with the patient circuit disconnect or the alarm system. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the lcd touchscreen, which did show signs of physical damage (cracked).